Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Surgeon revised a right triathlon tibial insert from a 2x9 to another 2x9. The reason was to remove scar tissue and posterior osteophytes and soft tissues. Original surgery was (B)(6) 2018 using mako. Update 25/september/2019: spoke to rep. There are no allegations against the stryker implants (including positioning) or against the primary robotic procedure.